Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a lakemedelsverket report, which contained the following information: on behalf of the customer, a healthcare professional (hcp) reported a high glucose reading issue was reported with the abbott diabetes care (adc) device with the omnipod 5. The customer received an unspecified high glucose reading with the adc device and reported the omnipod 5 released "too much insulin" (unspecified dose/type) which resulted in low glucose. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms of "confusion, unpleasant feeling, hungry," and was able to provide self-treatment by eating food. No third-party intervention was reported for this issue. Adc customer contacted adc with additional details regarding this event and has been included in this report. There was no report of death or permanent impairment associated with this event.